Event description:
A malfunction on the pump was reported by the caller, and there were no notable events leading up to the malfunction. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The malfunction code was resettable, and technical support provided information on resetting the pump, which was successful. The customer was advised to continue using the pump and to reach out if the issue recurs, which they acknowledged and understood.